Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
After 30 minutes of treatment blood is discovered on the patients pillow. On closer inspection of the catheter a hole is discovered at the venous shank. The treatment had to be stopped and the catheter was replaced.

Manufacturer narrative:
Based on the current process controls; 100% leak testing and visual inspection as the last manufacturing operation, the failure mode is not considered associated with the manufacturing processes. We are unable to determine the cause or factors that may have contributed to this event.